Event description:
Boston scientific received information that this patient was implanted with a single chamber pacemaker and right ventricular (rv) lead in (B)(6) 2013. In (B)(6) 2013, the patient was evaluated for possible infection at the incision site. Boston scientific received information that the isse was resolving and the patient was recovering. Nine days later, the patient died of a presumned ventricular arrhythmia causing sudden cardiac death. The patient was found deceased at home. There were no allegations that the infection, a device malfunction or the use of the device caused or contributed to the patient's death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.